Event description:
It was reported that the ilet user was unable to attach the end of the infusion set tubing to the connector, attempted multiple times, then remained disconnected and fell asleep. It was discovered that the user was using supplies from a prior pump before switching to ilet-designated supplies and successfully connecting; the pump displayed a high reading and a fingerstick blood glucose was 484 mg/dl, followed by a downward trend to 243 mg/dl after reconnection. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure when attempting to connect non-designated components, and involvement of the infusion set/connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.